Event description:
During the treatment of rca, a perforation became apparent. The pt experienced tamponade and went into ventricular tachycardia. Surgeruy was performed, and the pt subsequently died.